Event description:
The customer alleges that the light is not engaging when connected to the dispoled.

Manufacturer narrative:
Qn#(B)(4). Product usage when alleged event/defect was encountered is unknown at the time of this report. It is unknown at the time of this report. It is unknown if the device sample is available for evaluation at the time of this report.